Event description:
Pt suffering from familial adenomatous polyposis underwent surgical procedure involving the car27. A CT scan performed on day 7 post operation, following pt complaint of abdominal/pelvic pain, indicated fluid (bleeding) in the abdominal space. Evaluation of the aspirated fluid demonstrated mix of blood and excrement. The fluid was drained and a re-operation was performed on day 8. The ring was found to be partially attached in the rectum and the anastomosis was recreated with a stapler. After the second surgery, the pt developed and infection in the space around the lung and a third surgery was required. A probable abdominal abscess which would need to be drained was also indicated by CT scan. As for the next day, the pt was doing better and more stable.

Manufacturer narrative:
This report is submitted on behalf of the MFR and the importer. Serves as the designated complaint handling unit for both facilities. No corrective or remedial actions were taken due to the following: the ring was not returned to the MFR for evaluation. The production history files however, indicated that the device was released pursuant to the product specifications. No conclusions as to the cause of this event can be withdrawn with the available info. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices. The current cumulative leak rate found with the use of the car27 device is within the low range reported in the literature for anastomosis devices.